Event description:
It was reported that the patient's left hip was revised due to infection. All implants were removed and new implants were put in. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.